Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Defect was detected: broken piece of meter case (strip connector). Test strips were not returned for evaluation. Most likely underlying root cause: rc-16: bent pins on the strip connector caused by the user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 241, 221, 252, 138 and 245 mg/dl; the result of 241 mg/dl was non-fasting. The customer¿s expected am fasting blood glucose test result is 120 mg/dl, expected post-lunch non-fasting blood glucose test result is 125 mg/dl and expected pre-dinner fasting blood glucose test result is 149 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/16/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (time not set): (B)(6).